Event description:
The dr was unable to insert the intra aortic balloon through the sheath. The intra aortic balloon and sheath were not returned to datascope for eval. They were discarded by the facility. (Event complications: unk-reported 6/30/98.) (Pt's current status: unk-rpt'd 6/30/98.)